Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz0177 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported a sv PICC line was placed (B)(6) 2020 and broke on (B)(6) 2020.